Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email is not available / reported. [Conclusion]: the healthcare professional reported that during a coil embolization of an aneurysm on the internal carotid artery (ica), the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30392242) was used as a finishing coil. During the coil delivery, there was resistance between the coil and the introducer sheath. The coil did not come out of the sheath. The physician made several tries but the coil part became stuck on the sheath. The physician replaced it with another 1.00mm x 3.00cm galaxy g3 mini coil and the procedure was completed. There was no report of any patient adverse event or complication. Additional information received indicated that it was not necessary to remove the concomitant microcatheter when the coil was replaced. The unspecified brand microcatheter was not damaged and the complaint coil did not appear damaged. The microcatheter was not obstructed. The introducer was flushed until liquid was visible at the distal end of the slight in the clear tube. Force was not applied to the device. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The complaint device was observed in good condition without any noted damages nor anomalies. Microscopic inspection was performed. Under magnification, the embolic coil is observed inside the introducer and in damaged condition. Functional analysis could not be conducted with the embolic coil damaged and stuck inside the introducer. The complaint documented that during the procedure, the complaint coil was chosen as the finishing coil but the coil component encountered resistance with the sheath introducer and could not be advanced out of the sheath. During the microscopic inspection performed on the returned device, the embolic coil was observed in damaged condition stuck inside the introducer; the condition observed precluded functional evaluation, however, the reported issue of the coil being impeded in the introducer was confirmed. The exact cause of the reported issue cannot be conclusively determined. A review of manufacturing documentation associated with this lot (30392242) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following cautions: ¿ never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. Refer to coil retrieval. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Refer to coil retrieval. ¿ the detachable coils are delicate and must be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system showing signs of damage. ¿ failure to open the second rhv sufficiently prior to slow and careful removal of the delivery tube from the patient could result in damage to the distal portion of the delivery tube. The complaint did not originally report the coil being damaged during the procedure. Additional information indicated that no damage was observed on the device. Under microscopic magnification, the embolic coil was observed stuck inside the introducer and in damaged condition. The damaged condition of the coil likely contributed to the reported issue that the coil encountered resistance with the introducer sheath. It is also a possibility that the coil became damaged when the resistance was felt which prompted the physician to make several attempts to advance the coil out of the introducer sheath; force may have inadvertently been applied which may have resulted in the coil becoming damaged as noted during the microscopic inspection. The exact cause of the damaged coil cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a damaged condition as observed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization of an aneurysm on the internal carotid artery (ica), the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30392242) was used as a finishing coil. During the coil delivery, there was resistance between the coil and the introducer sheath. The coil did not come out of the sheath. The physician made several tries but the coil part became stuck on the sheath. The physician replaced it with another 1.00mm x 3.00cm galaxy g3 mini coil and the procedure was completed. There was no report of any patient adverse event or complication. Additional information received indicated that it was not necessary to remove the concomitant microcatheter when the coil was replaced. The unspecified brand microcatheter was not damaged and the complaint coil did not appear damaged. The microcatheter was not obstructed. The introducer was flushed until liquid was visible at the distal end of the slight in the clear tube. Force was not applied to the device. The complaint device was returned for evaluation. During the microscopic inspections of the returned device, the embolic coil was observed in damaged condition. Based on the product analysis on 03 september 2021, this event has been deemed MDR reportable as a ¿malfunction.¿